Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert while standing and was 100 percent sure that there were no buttons pressed when the alert prompt. The customer¿s blood glucose level was 168 mg/dl. The customer stated that they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.